Event description:
It was reported that a spectrum pump had a random upstream occlusion during volumetric testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a false upstream occlusion alarm during flow testing occurred. A review of the event history log revealed multiple upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.. The reported condition was verified. The cause of the condition was determined to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.